Event description:
The account reported the bed was found with a note on it that stated the bed alarm does not function. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The account found the bed exit would not alarm when the patient exited bed due to the scale was being zeroed after the patient was put into bed, user error. See scanned page. No repair needed, the bed functioned as designed. Based on this information, no further action is required.